Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Two opened trocar and hub assemblies were received in a plastic bag for the report of trocars pulled out. The samples were visually inspected and were found conforming after foreign material was removed. The cannula inner diameter was then measured for each sample and was found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were found to be conforming, therefore the trocar pulling out as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when the trocar cannulas were removed from the trocars during a retina procedure, the trocars came out the eye along with the trocar cannulas. The surgeon sutured the sclera at the incision site. Additional information and product sample have been requested for this event. No updates have been received at this time.